Manufacturer narrative:
Additional information: b5, d9, h3, h6.

Event description:
Additional information received on 7/23/2024: the intended procedure was an anatomic shoulder with a universal convertible baseplate but since the arthrex universal glenoid would not press onto the baseplate, the surgeon completed the case as a reverse procedure. The case was not delayed, and additional anesthesia was not needed. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024 it was reported by a sales representative via email that an ar-9121-06 arthrex universal glenoid and two ar-9121-03 arthrex universal glenoid would not press onto the baseplate. The baseplate was also swapped out and attempted with the arthrex universal glenoid, but it still would not hold. The case was completed as a reverse procedure on (B)(6) 2024.

Manufacturer narrative:
Complaint allegation is not confirmed. Upon visual inspection, it was noted that the arthrex universal glenoid¿ - inlay large was attached to the mating part revers glenoid porous coat- baseplate, damage was noted on the edges of the universal glenoid. Functional testing was performed to reveal that the parts were not able to be detached. No problem found.